Manufacturer narrative:
A complete lead was returned for measuring 52.2 cm. For noise. Visual examination found on anomalies other than the helix retracted and clogged with blood/tissue. No conductor fractures or internal shorts were found. The reported event was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon review of the electrograms, the right atrial lead exhibited noise. The physician exchanged the lead while the chest pocket was open on (B)(6) 2019. The patient was in stable condition.